Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (display issue) issue. Reportedly, the user was unable to get adhesive residue off the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: adhesive residue was observed around the edge of the display lens. Unrelated to this complaint, the display screen was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.